Manufacturer narrative:
Section g2 was corrected as the study was completed in germany.

Manufacturer narrative:
Manufacturer's' investigation conclusion: a direct correlation between heartmate 3 lvas and the reported events could not be conclusively determined through this evaluation. The hm3 lvas IFU lists infection and stroke as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. In addition, this document outlines the recommended anticoagulation regimen and inr range. The heartmate 3 lvas IFU is currently available. This IFU lists infection and stroke as adverse events that may be associated with the use of heartmate 3 lvas. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. In addition, this document outlines the recommended anticoagulation regimen and inr range. The heartmate 3 lvas patient handbook is also available at the time of implant. Several sections of this handbook provide care instructions in regards to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article comparing short-term outcome after implantation of the heartware hvad and the abbott heartmate 3 identifying that heartmate 3 (hm3) may be related to cerebrovascular events and driveline infection. This retrospective study evaluated data of 106 patients, who received a heartmate 3 (hm3) between 2014 and 2018. Freedom from cerebrovascular events did not differ between study groups (hm3 and another manufacturer device), with a hazard ratio of 0.57 (95% ci: 0.23-1.45; p = 0.241), and the risk of driveline infection was found in 33 hm3 patients, with hazard ratio = 0.54 (95% ci: 0.35-0.84; p = 0.006).